Event description:
Primary stability couldn¿t be achieved. The material number has been updated. The corrected information is provided in this follow up report.

Event description:
Primary stability couldn¿t be achieve.